Event description:
On may 20, 2026, nakanishi became aware of handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). According to the distributor, there are two devices suspected of being involved in the event, but the dental practice is unsure of which one of the devices actually caused the following event. Therefore, nakanishi is submitting two separate mdrs for this event. This MDR is regarding the handpiece with the serial number (B)(6). Details are as follows: - the event occurred on april 30, 2026. - the dentist was performing a crown preparation procedure on the patient's tooth #18 using the x95l handpiece (serial no.(B)(6)) - during the procedure, the head of the handpiece became very hot, and the patient received a thermal burn injury to the right side of their tongue. - there has not been any follow-up with the patient since the incident, and it is known if there was need for additional medical treatment because of the injury. - the patient has been unresponsive to any of dental practice's attempts for a follow-up examination or obtaining information on the status of the injury.

Manufacturer narrative:
The dental practice declined to provide information about the patient's weight, ethnicity and race.